Manufacturer narrative:
The reporter's meter and test strips were provided for investigation where they were tested using retention controls. The customer returned 2 vials of the same strip lot. Testing results (qc range = 2.5 - 3.9 inr): vial # 1: qc 1: 3.1 inr, qc 2: 3.2 inr, qc 3: 3.2 inr. Vial # 2: qc 1: 3.2 inr, qc 2: 3.2 inr, qc 3: 3.1 inr. The obtained qc values were in the allowed range of the used combination strip lot - qc lot. All measurements were without error messages. The meter date was set incorrectly but the results of 6.5 inr and 6.6 inr alleged by the customer were observed in the meter¿s patient result memory, relevant retention test strips (lot 368890) were tested in comparison with the master lot coaguchek xs pt. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred. Per product labeling, coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter complained of questionable inr results from a coaguchek xs pro meter serial number (B)(4) compared to a laboratory using stago neoplastine reagent. At 9:30 am the meter result was 6.5 inr. At 9:35 am the meter result was 6.6 inr. At 10:00 am the laboratory result was 4.3 inr. The patient's therapeutic range is 2.5 - 3.5 inr. The laboratory result was deemed correct and based on the laboratory result the patient's warfarin dosage was withheld. The customer was not certain if the first drop or the second drop was used or if the blood was applied within 15 seconds of the fingerstick. The patient was on lovenox prior to (B)(6) 2019 but had already finished the therapy. The patient is on a cardiac diet with low sodium and low fat.